Manufacturer narrative:
(B)(4) this device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was confirmed. The assignable root cause was determined to be due to improper handling, which is user error, misuse, and / or abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that the motor device had an undetermined malfunction. During the pre-repair diagnostics assessment, it was determined that the cable/cord/wiring, the hose and the housing were damaged. It was further determined that the motor and controller were defective. It was observed that the connector cover was missing and the device was getting hot. It was further determined that the device failed for motor thermistor assessment, handpiece temperature assessment, hand control assessment, loctite and cable assessments and for air pump assessment. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.